Manufacturer narrative:
Other applicable components are: product ID 8731 lot# serial# *(B)(4) implanted: (B)(6) 2003 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal baclofen (unknown) 2000 mcg/ml at 500 mcg/day via an implantable pump for intractable spasticity. It was reported that a catheter event was confirmed. The patient had a catheter that had migrated out of the intrathecal space. The issue was diagnosed with x-ray imaging. It was unknown if the patient experienced any symptoms. The event date was unknown. They revised the existing catheter using an 8598a; the current catheter according to the pump was an 8709. They confirmed the calculation for the new implanted catheter length: 89 - 33 = 56 cm (existing catheter); 38.1 - 7.5 = 30.6 (revision kit); 56 + 30.6 = 86.6 cm. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep). It was reported that the physician did not have an idea as to why the catheter migration occurred.